Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/07/2015 with the following findings: the cartridge compartment was observed to be free of damage: the reported issue was not duplicated. The following findings are unrelated to the reported issue: the battery compartment was observed to be cracked below the grip pad. The display screen visual was observed to be dim and discolored due to an unidentified display failure. The pump case was observed to be cracked near the upper right corner of the display. The top of the returned battery cap was found to be worn; a test battery cap, which was able to secure to the suspect pump case per the instructions for use (IFU), was used during the analysis.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.